Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that loss of ventricular pacing and an episode of ventricular fibrillation both caused by noise were observed. Lead damage was suspected. The lead was capped and replaced. The patient was stable post-procedure.